Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, diaphragmatic stimulation and poor capture on left ventricular lead was observed. Chest x-ray was performed and left ventricular lead dislodgement was noted. Lead was explanted and replaced. Patient¿s condition was stable.

Event description:
New information received notes that there was loss of capture on lv lead and lead could not be flushed after removal.

Manufacturer narrative:
Analysis was normal. No anomalies were found.